Event description:
It was reported that ongoing cartridge alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.